Manufacturer narrative:
The exact date of the event is unknown. However, it is reported that the event happed on july 2019. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device problem code 2907 captures the reportable event of sponge detached. An rx biopsy cap was received for analysis. A visual evaluation of the returned device revealed that only the sponge was returned for analysis and was found damaged. The rx biopsy cap was not returned for analysis. No other issues were noted. Based on the information available and the analysis performed, the most probable cause of the reported event is design inadequate for purpose due to problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. Corrective actions are in place to address this issue.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the physician had difficulty getting the dreamtome down the scope. It is unknown if a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. Another dreamtome was used to complete the procedure. Reportedly, during scope cleaning, the tech was unable to pass the cleaning brush through the scope channel. However, the technician was able to suction and flush water through the scope channel and was able to retrieve pieces of the detached sponge.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. However, it is reported that the event happed on (B)(6) 2019. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device problem code 2907 captures the reportable event of sponge detached. Block h10: the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the physician had difficulty getting the dreamtome down the scope. It is unknown if a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. Another dreamtome was used to complete the procedure. Reportedly, during scope cleaning, the tech was unable to pass the cleaning brush through the scope channel. However, the technician was able to suction and flush water through the scope channel and was able to retrieve pieces of the detached sponge.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the physician had difficulty getting the dreamtome down the scope. It is unknown if a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. Another dreamtome was used to complete the procedure. Reportedly, during scope cleaning, the tech was unable to pass the cleaning brush through the scope channel. However, the technician was able to suction and flush water through the scope channel and was able to retrieve pieces of the detached sponge.